Event description:
It was reported to philips that flexvision monitor displayed noisy image on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective 56'' lcd monitor and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).